Event description:
It was reported that an alert/notification settings issue occurred. According to the patient¿s spouse, on (B)(6) 2025 around 1:30 am, the patient¿s wife woke up and found the patient experiencing a seizure. She immediately checked the g7 app and saw low alerts but no alert sound was heard. She did not administer any treatment and immediately called for an ambulance. While waiting for the ambulance to arrive, the wife provided physical support by holding his head and body to prevent the patient from bumping into or hitting any objects during the seizure. Then after 25 to 30 minutes, paramedics arrived. They performed a fingerstick blood glucose test, which revealed a glucose level of 35 mg/dl, consistent with a low (less than 40 mg/dl) reading on the g7 app. In response, the paramedics administered 1½ bags of IV fluid to stabilize the patient. Within a few minutes, the seizure stopped, and the patient began to stabilize. The paramedics and reporter then provided a glass of milk and a peanut butter sandwich to help maintain glucose levels. The patient remained stable and fingerstick tests were conducted every 10¿15 minutes, with the following results of 38 mg/dl, 70 mg/dl, 120 mg/dl and 170 mg/dl which the g7 app also showed 168 mg/dl. Based on these readings, paramedics confirmed that the patient was stable and did not require hospital transport. They also advised the reporter to continue monitoring the patient¿s glucose levels closely to ensure ongoing stability. At the time of the report the patient was feeling better. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. In connection with the allegation, it was found in data that the patient's estimated glucose values were above the high alert threshold (230 mg/dl) on september 05, 2025 from 05:17 pm to 10:52 pm. From 10:57 pm until 12:17 am the next day, the patient's egvs were within target range (80 - 230 mg/dl). At 12:22 am on september 06, 2025, the patient's egv (79 mg/dl) dropped below the low alert threshold (80 mg/dl), and the app delivered a low alert at 100% volume. From 12:27 am until 12:47 am, the app delivered urgent low soon alerts at 100% volume. At 12:52 am, the egv (55 mg/dl) dropped to the urgent low alert threshold (55 mg/dl), and the app delivered urgent low alerts at 100% volume until 02:17 am with egvs dropping to low (less than 40 mg/dl). At 02:20 am, the urgent low alert was acknowledged. The app delivered all alerts as expected per specifications and patient's settings. No additional patient or event information is available.